Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. A pericardial effusion was noticed at the end of the case. While checking the intracardiac echocardiogram post-case while withdrawing sheaths and catheters from the heart, a pericardial effusion surrounding the ventricle was noticed and confirmed. The patient's blood pressure then dropped. A pericardiocentesis and drain placement was done. The last known status was stable. The physician's opinion on the cause of the adverse event was the procedure. Patient required extended hospitalization for pericardial effusion management. However, the outcome was death. Procedural act (activated clotting time) was 350. Ablation was performed prior to noting the pericardial effusion. No steam pop.

Manufacturer narrative:
On 7-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. On 14-mar-2025, bwi received additional information regarding the event. The patient's date of death was (B)(6) 2025. The pericardial effusion appeared to have reaccumulated abruptly during an echocardiogram. He became acutely symptomatic and eventually required cardiopulmonary resuscitation. B2 date of death was updated accordingly. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a qdot micro¿ catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. A pericardial effusion was noticed at the end of the case. While checking the intracardiac echocardiogram post-case while withdrawing sheaths and catheters from the heart, a pericardial effusion surrounding the ventricle was noticed and confirmed. The patient's blood pressure then dropped. A pericardiocentesis and drain placement was done. The last known status was stable. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and the device was visualized and recognized correctly however, no temperature was displayed on the generator, causing that the ablation could not be performed, due to an open circuit on the connector area. No other errors or issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31518061l and no internal actions related to the complaint was found during the review. The temperature issue observed was not related to the adverse event reported. The potential cause of the open circuit could not be conclusively determined. This issues were nor related to the adverse event reported by the customer. The root cause of the adverse event remains unknown. The instructions for use of the device contain the following recommendations: careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; if the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf (radiofrequency) generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).